Manufacturer narrative:
Patient information was requested and no response from the customer.

Event description:
The customer reported that the tidal volume is too low. The customer reported that the unit was in use on patient, but there was no patient harm reported.